Event description:
It was reported that during an atrial fibrillation (afib) procedure, after the fourth lesion, a steam pop occurred, the patient became bradycardic and the blood pressure dropped. Echo confirmed a tamponade. A pericardiocentesis was performed and the patient was taken to recovery for observation.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, after the fourth lesion, a steam pop occurred, the patient became bradycardic and the blood pressure dropped. Echo confirmed a tamponade. A pericardiocentesis was performed and the patient was taken to recovery for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The concomitants products: carto 3: model# m-4800-01, serial # (B)(4). Tockert: model# m-5463-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # (B)(4). Lasso nav variable eco: model# d-1343-01-s, lot # 15797582l. Customer disposed of pi1-d4ujk0, webster cs with auto ID: model# d-1353-03-s, lot # 15712965m. (B)(4).